Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used during a procedure. According to the complainant, during the procedure, the injection gold probe was directly plugged into a generator with typical settings; however, the device failed to transmit current. The procedure was completed with another injection gold probe device. No visible damage to the device and its packaging was noticed prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.